Manufacturer narrative:
Incidental findings: review of the submitted lvad event log file revealed events that appeared to be consistent with a foreign material, such as thrombus, being ingested into the pump and briefly contacting the rotor. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. It was reported that the patient presented to the emergency room with chest pain and shortness of breath. The submitted log files captured the device operating as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. On (B)(6) 2024, a transient decrease in flow was observed, accompanied by elevated rotor displacement, rotor noise, and current values. Rotor noise flags were also observed during this time. Based on prior complaint experience, these events appeared to be consistent with a foreign material, such as thrombus, being ingested into the pump and briefly contacting the rotor. Pump parameters returned to baseline for the remainder of the log file. No other notable events were observed, and the pump appeared to have operated as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 5, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported event log files were submitted for review. The patient presented to the emergency room with chest pain and shortness of breath. The event log files captured low flow events on 25jan2024 which were not long enough trigger the audible alarms.